Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 270 mg/dl, which the customer treated with a manual injection. The customer stated that she had gone through troubleshooting steps on her own and felt that the alarm was explained. She declined troubleshooting because she felt that the issue was caused by scar tissue at the insertion site. Advised the customer to call when the alarm occurs in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.